Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler with a blank display screen. The patient was not connected during the incident. There was a power outage the night prior to the issue. As per the patient this was not an outlet issue, the power cord was securely plugged in, and there was a sound when ok and stop buttons were pressed and there was lights on the stop, ok and up/down keys. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. There was no patient harm or adverse event indicated, no reportable malfunction. The patient was not connected when the issue occurred. Upon follow up, it was determined the patient did not miss any treatments and continues to use the new cycler with no further issues. No further issues were reported. Patient did not suffer any adverse events and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.